Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot sp100498 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 45 year old male patient had primary ventral hernia surgery on (B)(6) 2017. During the hernia repair surgery, the surgeon implanted strattice lot sp100498-085. After surgery, the patient returned to the hospital on (B)(6) 2019 and had a mesh revision operation and was implanted with a ventralight mesh implant. No other information was provided.

Event description:
On 15/feb/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event on 09/feb/2024. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice device on (B)(6) 2017. The patient underwent a ¿laparoscopic ventral hernia repair with mesh, adhesions removed¿ on (B)(6) 2019. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, scarring and disfigurement and economic and non-economic losses as a result of the strattice implant.¿ patient ¿has been hospitalized on several occasions for abdominal pain.¿ the form lists the conditions that were treated were ¿incisional hernia, without obstruction or gangrene; generalized abdominal pain; chronically incarcerated midline and right lower quadrant ¿swiss cheese¿ incisional hernia with multiple defects less than 1.5 cm in diameter, including dominant defects in periumbilical region; extensive intraabdominal adhesions; exploratory laparoscopy with extensive lysis of adhesions; limited abdominal wall debridement; laparoscopic repair of chronically incarcerated midline and left lower quadrant incisional hernia with strattice; laparoscopic incisional herniorrhaphy¿ with approximate dates of treatment between on (B)(6) 2017. The patient underwent treatment for ¿chronic abdominal pain -worsening; rle pain; diarrhea¿ with approximate dates of treatment between on (B)(6) 2018. The patient also received treatment for ¿luq abdominal pain; incisional hernia; chest pain; CT: multiple small midline supraumbilical fat containing hernias¿ with approximate dates of treatment between on (B)(6) 2018. Patient was treated for ¿left upper quadrant abdominal pain¿ on or about on (B)(6) 2018. The patient was subsequently treated for ¿lower abdominal pain and midline pain; ventral hernia¿ on or about on (B)(6) 2019. The patient was treated for ¿recurrent ventral incisional hernia; moderate upper abdominal pain with activity; laparoscopic ventral incisional hernia repair with mesh¿ with approximate dates of treatment between on (B)(6) 2019. The patient received treatment for ¿abdominal pain; midline and rlq pain; chest pain; constipation¿ on or about on (B)(6) 2019. The patient had a ¿wound evaluation; pain and swelling at wound site; suture removal; abdominal pain¿ on or about on (B)(6) 2019. The patient received treatment for ¿llq abdominal pain x 3 days; left flank pain; sbo¿ on or about on (B)(6) 2019. The patient next received treatment for ¿abdominal pain; epigastric pain; nausea; headache¿ with approximate dates of treatment between on (B)(6) 2020. The patient received treatment for ¿abdominal pain/burning¿ on or about on (B)(6) 2020. Patient was treated for ¿chronic abdominal pain; worsening chronic pain in the rlq¿ with approximate dates of treatment between on (B)(6) 2020. The patient was then treated for ¿abdominal pain; loose stools¿ on or about on (B)(6) 2020. The patient also received treatment for ¿left lower quadrant abdominal pain; left flank pain¿ on or about on (B)(6) 2022. The ppf form also indicates the patient was implanted with a non-abbvie device, "bard mesh,¿ on (B)(6) 2013. The form indicates that this device has not been removed or revised.

Manufacturer narrative:
Additional and/or corrected data.